Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening, a void >1 mm in the non-textured valve-to shell-bond area. A leak test and microscopic analysis were performed which identified a sharp curved opening on the valve bond edge assessed as an unidentified tear opening. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening due to an unidentified tear opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.